Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 and h6. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were returned off the needle but attached to the suture. The suture is still folded under the depth straw. The actuator is in the pre-t1/post-t2 position. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during the repair of the left meniscus, after the fast fix 360 t1 was implanted, t2 was deployed simultaneously. T1 and t2 were removed from the patient with curved forceps. The procedure was completed with non-significant surgical delay using a back-up device. Patient status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the repair of the left meniscus, after the fast fix 360 t1 was implanted, t2 was deployed simultaneously. T1 was left secured in the patient and t2 was removed from the patient with curved forceps. The procedure was completed with non-significant surgical delay using a back-up device. Patient status is good. No further complications were reported.